Event description:
It was reported during a procedure a polarx catheter was selected for use. Blood detection error occurred. It is unknown if blood was visible. The device was replaced. The procedure was completed without any patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was observed during visual inspection. Visible blood was observed in the balloon during visual inspection so leak testing was performed due the potential of damaging the equipment. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a normal operational blood detect index of 21. The polarx device was dissected, and the outer balloon line located inside of the handle was pressurized to locate a leak path. A leak path was found in the outer balloon itself.

Event description:
It was reported during a procedure a polarx catheter was selected for use. Blood detection error occurred. It is unknown if blood was visible. The device was replaced. The procedure was completed without any patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.